Event description:
The customer reported to a baxter representative that one clearlink, vented administration set, was alleged to have backflow. The concomitant products are currently unknown. The facility further reported that "the set check valve was not inverted or tapped to purge air per primary instructions and hanger was not fully extended in this instance". No information is available regarding the patient. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available at this time.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported condition could not be confirmed, as the sample was not available for evaluation; therefore, no root cause could be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A labeling review was performed, finding the labeling accessible and available to the user, and accurate and sufficient for the use of this product. Should any additional information be made available, a follow-up MDR will be submitted.